Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault", and "xdcr fault" while in use with a patient. The customer reported that there was no patient harm or injury.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. Solenoids were slow to respond. This issue will be internally investigated within vyaire.